Event description:
The following information was reported to gore: on (B)(6) 2017, this patient was implanted with two non-gore stent grafts for a thoracic aortic aneurysm. On (B)(6) 2019, due to migration of the proximal non-gore stent graft and expansion of the distal aneurysm, two gore® tag® conformable thoracic stent grafts with active control system (tgmr404015j, tgm454520j) were additionally implanted. The patient tolerated the procedure. On (B)(6) 2021, a surgical graft replacement of the thoracoabdominal aorta was performed for the repair of a juxta renal and infrarenal abdominal aortic aneurysm. On (B)(6) 2024, an endoleak of an unspecified type (suspected proximal type I or type ii) was observed in the proximal ctagac (tgmr404015j). Additionally, a new dissection entry (dsine) on the distal ctagac (tgm454520j) was observed. An aneurysm expansion was also observed. Additional treatment including ribs was planned for (B)(6) 2025. On (B)(6) 2025, the physician informed the fsa that the patient had passed away on (B)(6) 2025. The cause of death was unknown. The physician¿s comment: ¿the patient was found deceased in his sleep. Although there is a low possibility, I suspect aneurysm rupture may have caused it.¿

Manufacturer narrative:
H3: code "other" was selected as the medical devices not available for return. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), death, rupture of the aortic vessel & surrounding vasculature, endoleak.